Manufacturer narrative:
This report is for an unknown headless compression screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted on unknown date with headless compression screws (hcs). Patient now presents with an increased titanium blood value. No further information is available. This report is for one (1) headless compression screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the complaint description, without material and without knowing the lot number no investigation or disposition is possible. Through lack to this information, we cannot confirm that the complained article was manufactured by (B)(4). Through lack of knowing article- and lot number, we cannot confirm that the complained article was manufactured by synthes. For your information, our hcs screw was manufactured of (B)(4) (ti -6al-7nb ). All requirements meet or exceed those established in astm f1295 and iso 5832 -11. Unfortunately we are not able to determine the exact cause which leads to the occurrence. Therefore we are unable to comment on the above issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.